Event description:
This rv lead was implanted on (B)(6) 2006 and capped on (B)(6) 2012 due to a fracture. The procedure took place at (B)(6) hospital system with dr. (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).